Event description:
The surgeon was performing an l5-s1 total disc replacement using prodisc-l on (B)(6) 2013. The surgeon attempted to insert the prodisc-l poly insert into the inferior end plate while using the applicable inserter, distractor fork, and inlay pusher instrument. However, the poly insert would not fully seat and lock into the inferior end plate. The surgeon tried to seat the poly, but the poly would not advance into the proper place. The poly was approximately 50% of the way into the end plate, but after several attempts, the poly would not lock in as it should. The surgeon removed the poly and the inferior and superior endplates using the inserter with no difficulty. The surgeon was able to easily lock the poly insert into the inferior endplate by hand outside the patient. The surgeon then inserted the pdl implant en bloc (inferior endplate, superior endplate and poly insert) using the inserter into the patient without any problem. X-rays confirmed ideal placement both on the lateral and ap images. The surgeon was satisfied with final placement. The surgery was delayed approximately 5 minutes. The surgeon felt there was no direct harm to the patient, and was pleased with the final result. Patient's outcome following the surgery was reportedly good. This is 5 of 6 reports for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history record revealed no complaint related anomalies.